Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. This was mistaken for a balloon rupture, as reported. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot found no nonconformances related to leaking, based on an expanded investigation the event was possibly related manufacturing of the hub assembly process. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions will be addressed per operating protocol. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the superficial femoral artery (sfa) the armada 35 balloon dilatation catheter (bdc) was used and the balloon ruptured at unspecified atmosphere (atm). There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.